Manufacturer narrative:
Manufacturing site evaluation: the pair of scissors are available decontaminated in the original packaging. Failure description - the pair of scissors is used and the ceramic blade is damaged. Investigation - vigilance investigator carried out the pictorial documentation visually1 and microscopically2. The ceramic blade is fractured, the fragments are not available for investigation. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. Furthermore, the metal blade is damaged, grooves can be found on the opposite side of the ceramic breakage. Batch history review - the device quality and manufacturing history records have been checked for the available lot number 52530305 and found to be according to our specifications valid at the time of production. One similar incidents have been filed with products from this batch. Conclusion and root cause - based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale - the damage of the ceramic was most likely caused by an overload situation, e.g. Torsion or leverage during application. In order to avoid damage to the working tips and the ceramic part, the IFU must be observed. Corrective action - according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action), a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a stevens bipolar dissecting scissors. According to the complaint description: "it was reported that the teflon coating was chipped during surgery. This was a replacement unit for a unit returned previously for the same concern. This incident did occur in surgery. This incident did not cause or contribute to serious injury or death. This incident did cause a 10 minute delay in surgery. The procedure was a soft tissue application. No additional intervention was needed. Additional information was not provided. The malfunction is filed under aag reference (B)(4).